Event description:
On (B)(6) 2013, dr (B)(6) reported to her merz sales rep that her pt has swelling of nasolabial fold/blanching/pustules/pain. On (B)(6) 2013, dr (B)(6) provided add'l info: the pt was injected on monday ((B)(6) 2013) into the malar cheeks, nlf, right angle, marionette lines more right than left. The pt left the office looking great. She had a slight swelling of the right angle. This swelling has completely resolved. The next day the pt had tenderness in the right alar. The pt thought she had a blackhead. She squeezed it and manipulated it. The pt called dr (B)(6) on (B)(6) 2013. The area was blanched (not dusky). Dr (B)(6) instructed the pt to apply nitro paste 2% ointment 2-3 times a day. Dr (B)(6) put the pt on a taper of prednisone starting at 30mg. Yesterday ((B)(6) 2013) the pt sent a photo to dr (B)(6). The area was pustular and dusky. The pt had only been doing the nitro paste once a day. Dr (B)(6) called the pt and told the pt to do warm compresses. That was done once. Yesterday ((B)(6) 2013). Dr (B)(6) saw the pt and the area was mildly tender, purple and pustular. Dr (B)(6) started the pt on keflex 500mg qid (4 times a day) for 10-14 days and aspirin 2 tablet 81mg. On (B)(6) 2013, dr (B)(6) spoke to a merz contracted physician, dr (B)(6). He stated that he spoke to dr (B)(6) and that the pt has a vascular occlusion of one of the branches of the facial artery. Dr (B)(6) did not see photos of the pt. Dr (B)(6) advised dr (B)(6) to add valtrex and potentially hyperbaric oxygen to the care she has now. Nitro paste is not necessary at this time as are the warm compresses. The device history records for the radiesse lot were not reviewed as the lot number was unk. On (B)(6) 2013, dr (B)(6)'s office was contacted to find out how the pt is doing currently. The pt is doing fine.